Event description:
Report 2 of 3. It was reported while using bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, an unspecified number of tubes exhibited a loss of vacuum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-oct-2025 investigation summary bd received eight samples for investigation. Functional tests conducted on these returned samples confirmed that all tubes were within specification. Additionally, functional tests on 20 retained samples also showed that all tubes met the required standards. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, an unspecified number of tubes exhibited a loss of vacuum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.